Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the customer carried out the reset without any further errors. The customer was advised to wait 20 minutes to start their sensor session, which they understood and acknowledged.